Manufacturer narrative:
Evaluation of the device could not duplicate the reported issue; the device passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the device was not responding when on the nerve. The issue was happening intermittently and there was no patient impact.